Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available, omnipod software app version: 2.1.0, operating system: 26.3, hardware: iphone14.3, cgm sensor type: data not available, please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized on (B)(6) 2026, with hyperglycemia. The patient's blood glucose levels reached 400 mg/dl while wearing the pod on their arm for an unspecified duration of use. Symptoms reported include gastritis, stomach pain, low sodium, and low magnesium. The patient was treated with medications (unspecified), and also received blood work, x-rays, and cat scans. The patient was released on(B)(6) 2026.